Event description:
This 50-year-old female underwent bilateral breast augmentation in 1978 with implantation of silicone gel breast implants. The MFR of these implants is unknown to the reporting facility as they were implanted at another facility; and the pt is unaware of the name of the MFR. The pt has experienced increasing breast pain with excercise and chose to have the implants removed. Gross exam: right implant wall ruptured and exudes a tenacious clear gel-like fluid. The left implant is identical and is covered with a thin film of clear gel-like fluid and several pinpoint defects are noted in the implant wall ranging from minute to 0.3 cm which exude gel-like fluid. The capsules show fibrosis and histiocytic reaction.